Event description:
Patient scheduled for cystoscopy turbt (transurethral resection of bladder tumor), balloon dilation. After drug-coated balloon catheter placement, md was pressing plunger on the other end of catheter and noticed that there was a leak. Opened another catheter which worked with no problem. Defective catheter placed in yellow disposal bin.